Event description:
The patient reported sudden return of spasticity and withdrawal symptoms on 9/28 - next refill was due 10/12. Patient states lioresal 2000mcg/ml is in reservoir; daily dose is 500 mcg. Fluroscopic catheter dye study showed no problem with catheter. The hcp reported increased spasticity and rigidity and reports patient was started on clonopin and oral baclofen. The hcp questions possible "transient underdose". No surgical intervention was performed. No report of volume discrepancy; possible catheter kink is being considered. Patient outcome was not reported as hcp indicated the patient did not follow up with him.